Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline communication fault on the morning of (B)(6) 2025, which they thought had started around 7:30 am. Log files were submitted for review from (B)(6) 2025 for comparison. It was thought that the device malfunction was thought to be related to the device. Imaging was used to diagnose the percutaneous lead issue. Following review of the submitted log files, it appeared that the event log from 27sep2025 captured driveline communication faults (comm b) throughout the log. The log file from (B)(6) 2025 captured periods of persistent pulsatility index (pi) events and a lone low flow event that appeared to have been patient related. There also appeared from the x-ray images provided, that there was heavy tape on the pump side driveline. The patient side of the driveline, directly before the modular cable, had a tear in the outer sheath. The damage had been taped since (B)(6) 2024 (cs-218125). The area required additional tape later on to secure the original tape. On the system controller side of the driveline, there was some wear and tear noted with a small amount of tape placed more recently. It was reported that the patient showered regularly, twice weekly. There was some corrosion identified on the outer portion of the modular cable connection. The internal portions of the connectors looked good. The inline driveline connection was cleaned. The system controller and modular cable were exchanged, which resolved the driveline communication fault alarms. It was later reported that the low flow system controller upgrade was performed per request of the provider. The low flow 2.0 software was requested due to persistent low flow alarms, which were not caused by physiological cause. There was no device related cause identified.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) was returned for evaluation following the reported event of a driveline communication fault alarm; however, it was determined that the returned controller was unrelated to the cause of the reported event. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Log files were submitted and downloaded for review and the data in the log files did not indicate any issues with the returned system controller. The pump maintained a speed within the low speed limit without issue while the driveline was connected. The reported event could not be correlated to an issue with the returned system controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 22jul2021. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (rev. A) and the heartmate 3 IFU (rev. D) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.